Manufacturer narrative:
Implant date: (B)(6) 2021. Implant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer was setting up their unit to communicate to their emr system (epic) when they reported having issues with the unit not communicating. The remote service engineer (rse) confirmed the baud rate is set the same as their other v60's. The customer has replaced the central processing unit (cpu) and now is getting output, but it's different compared to other v60 outputs. The unit passed all performance verification testing (pvt) and it was returned to service. The unit was not in use, and there was no patient or user harm reported.